Event description:
A report was received stating that an 840 ventilator experienced a frozen upper graphical user interface (gui) along with a blank lower gui during use. The ventilator continued to cycle at the time of the event. There was no patient involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards. The cse also upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Manufacturer narrative:
(B)(4).